Manufacturer narrative:
As the device was returned but it has been still under investigation, we will continue to monitor it and create a supplemental report if necessary. Correction information: g6: follow up #1. H3: device evaluation. Additional information: h2: type of follow up. H6: coding added based on the investigation result: type of investigation, investigation findings, and investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Event description:
During pentax internal review it was discovered on september 6, 2021 that the event was not reportable but filed under MDR (9610877-2021-10005) which was submitted on july 9, 2021. This complaint is not reportable because this product manufactured by pentax aohua, are distributed by pentax only in ous countries (outside of the u.s.). Pentax does not distribute a similar device manufactured by pentax aohua. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
During pentax internal review it was discovered on september 6, 2021 that the event was not reportable but filed under MDR (9610877-2021-10005) which was submitted on july 9, 2021. This complaint is not reportable because this product manufactured by pentax aohua, are distributed by pentax only in ous countries (outside of the u.s.). Pentax does not distribute a similar device manufactured by pentax aohua. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Modeleg29-i10-us is available in the USA with a 510k number k131902. The device was returned, but it's still under investigation, so the results of the investigation will be provided in a supplemental report. This report is being filed as part of the pentax backlog management plan.

Event description:
Image disturbance, blue image, white balance is not possible. Cmos defect, no picture available. This event occurred at the time of during inspection. There was no report of patient harm.